Event description:
It was reported that the right ventricular (rv) lead had a steady rise in impedance and high and rising threshold. The rv lead continues to be monitored and currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.